Event description:
It was reported during the procedure that the atrial lead showed unsatisfactory capture threshold and p-wave amplitude. The lead was explanted and replaced with another. The patient was asymptomatic and stable.

Manufacturer narrative:
The reported events of inadequate capture and p-wave amp variation were not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual, electrical, and mechanical tests found no anomalies.